Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump independently, malfunction code was described as resettable, and no additional information was received regarding further actions or outcomes.